Event description:
It was reported that during a novasure endometrial ablation, an extra tenaculum was needed on the cervix to pass the cavity integrity assessement (cia) test. Thirty seconds into the ablation cycle the pt experienced bradycardia (rate unk). The procedure was stopped and atropine (dose unk) administrated. The pt's "heart rate return to normal" and the procedure was completed. The surgeon reported "a lot of pressure was applied to the cervix and the pt most likely had bradycardia due to cervical shock". There was no other intervention required and the pt was discharged home.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal (B)(4).